Manufacturer narrative:
(B)(4). Eval results amd conclusions: arterial occlusion. Type ii endoleak, mildly calcified vessels. Sheath.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The vessels had mild calcification. It was reported that after deployment of the stent graft another manufacturer's sheath was inserted in the pt and the stent graft were modeled with a balloon. The final angiogram looked good; however, it showed the presence of a late type ii endoleak. The sheaths were removed and it was discovered there was limited flow in the contralateral access incision on the left side. A distal angiogram was performed and confirmed a blockage due to loose plaque. The left femoral access site was opened and a patch was placed after the loose plaque was removed. It appeared the loose plaque occurred during the insertion of the sheath, after the stent graft was implanted. No additional clinical sequelae were reported and the pt is fine.